Event description:
Device malfunction: unk. Time of malfunction: after vessel closure/during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Two weeks following the procedure, a second procedure was performed in the common femoral artery using a perclose at device. Upon removal of the perclose at from the pt's anatomy, the clip from the starclose was attached to the proximal guide. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.